Event description:
The customer reported a steady "x" appeared on the display on the battery symbol. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is completed.